Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/log be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump running lipids alarmed 356.6710.0 and stopped. There was patient involvement but no harm.

Event description:
It was reported that the device had alarmed error code 356.6710.0 while delivering lipids and pump stopped . A copy of the medwatch report was received, which states "alarmed "error" while delivering lipids. The logs indicate that this pump had multiple 353.7200.5 errors "syringe plunger position sensor contaminated" leading up to the date of the event when the error code 356.6710.0 "syringe digital sensors illegal state" occurred which is a fatal severity alarm which stopped the pump." There was patient involvement but no harm.

Event description:
It was reported that the device had alarmed error code 356.6710.0 while delivering lipids and pump stopped . A copy of the medwatch report was received, which states "alarmed "error" while delivering lipids. The logs indicate that this pump had multiple 353.7200.5 errors "syringe plunger position sensor contaminated" leading up to the date of the event when the error code 356.6710.0 "syringe digital sensors illegal state" occurred which is a fatal severity alarm which stopped the pump." There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Additional information: age at time of event, age unit, sex, describe event or problem, medical device operator, FDA notified?, report source other, report source, concomitant med prod data, imdrf annex a,b and g grids.